Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros phbr patient sample results were obtained. A definitive root cause could not be determined. However, sample handling or a reagent related issue cannot be ruled out as contributing factors. There was no evidence that the vitros 5600 analyzer had malfunctioned. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing. The FDA's (B)(4) district office will be notified of this issue.

Event description:
A customer observed multiple, higher than expected vitros phbr patient sample results (17.0, 16.5 g/ml vs. Reported result of 13.0 g/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected patient results were not reported from the laboratory to the physician there was no allegation of harm to patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).